Event description:
It was reported that stent damage occurred. A 3.00 x 32mm was selected for use. However, when preparing the stent, a raised strut is observed. Physician request another of same device to completed that procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent region were noted to be lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm was selected for use. However, when preparing the stent, a raised strut is observed. Physician request another of same device to completed that procedure. There were no patient complications reported.